Manufacturer narrative:
This product is registered as a combination product. Di not available as product was manufactured on or before september 23, 2014. The reported event of noise could not be confirmed since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ra and rv leads were explanted and replaced due to noise. The noise was observed on home monitoring and in office checks. The patient was in stable condition.